Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. This device was explanted and used as a temporary, external, pacing generator. Subsequently, this pacemaker was taken out of service replaced with a new single chamber system. No additional adverse patient effects were reported.